Event description:
Spontaneous call, pt getting high pressure alarm on the pump, he mixed new cassette and was able to resolve the problem. Unsure what the issue was, maybe had been problem with cassette off medication for few minutes, no other changes. Was the pt able to successfully continue the infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? No. Did we (MFR) replace the device? No. Reported to (B)(6) by pt/caregiver.